Manufacturer narrative:
On 9/29/2016 integra investigation completed. Method: failure analysis, device history evaluation. Failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. There is no applicable engineering change order/manufacturing change order history. There are no applicable corrective action preventive action history. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.

Event description:
Customer initially reports one of their suctions broke off inside "the device" - its the long pin like piece with the flat top and screw around shaft. On (B)(6) 2016 third party repair service identified problem, found the pin in the device. Customer reports no patient issues.